Manufacturer narrative:
Updated fields: h2, h3, h6, h11, the force bipolar instrument was analyzed and found to have a bent grip tang at the force amp pulley, causing the issue reported by the customer. The grips were not found to be cracked and the adjacent components to this bent grip tang did not show damage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The force bipolar instrument has been received, but failure analysis investigations have not been completed at this time.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia repair procedure, the force bipolar instrument failed. It was reported that the hinges became undone, which left the instrument immovable and unable to open or close. The hinges became like a hook, got stuck on the port, and would catch on tissue when attempting to remove the port. The surgeon scrubbed in, undocked the arm, and maneuvered the instrument and cannula to safely remove the instrument. There was no tissue damage, no tissue excised, no bleeding or post-operative complications. The procedure was completed as planned.